Manufacturer narrative:
The results of the investigation are as follows: no product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies, during manufacturing. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument fractured. All pieces were retrieved with no patient injury reported.